Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient did not receive stimulation after the ipg implant surgery on (B)(6) 2020. It was determined that the ipg is inoperable and there were no error messages received. The patient is working with their provider to determine the next course of action. Additional information has been requested.

Event description:
Additional information received indicates that the ipg was recovered through troubleshooting and is functional.

Manufacturer narrative:
It was reported the patient did not receive stimulation after the ipg implant surgery on (B)(6) 2020. It was determined that the ipg is inoperable and there were no error messages received.the issue was resolved through troubleshooting. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.